Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had issues with no delivery. It was reported that it was difficult to push insulin through with reservoir. Customer's blood glucose was not reported. Reservoir would be replaced.